Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer has experienced high blood glucose for the past two weeks. The customer's blood glucose at the time of event was over 400mg/dl. The customer current blood glucose was 300mg/dl. The customer stated they had difficult time breathing, tiredness and sweating. The customer treated with 25 units of insulin via manual injection. The insulin pump passed the high pressure test with no delivery alarm at 3.9 units. Advised customer to contact doctor regarding high blood glucose, discuss if any adjustments need to be made.